Event description:
According to the reporter: versastep sleeve was already bent when it was first unpacked from the box. Tried to use but it had a hole in the middle. Patient was not involved.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/20/2015.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/23/2015.